Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The distal tip of the drill bits broke off while drilling the dome screws.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; majority of the fluted tips broke off. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.